Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (sd card fault) was confirmed. Upon investigation the monitor sd card was corrupted, causing the reported sd card faults. The monitor ECG acquisition and pulse delivery circuitry was fully functional, and patient protection was not affected. The root cause of the defective files on the sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date monitor (B)(4) 07/25/2017, belt (B)(4) 05/27/2011.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that they were driving at the time of the treatment delivery. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2020 at 09:21:04. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were not pressed during the event. The patient reportedly did not seek medical attention and continues to wear the lifevest. As the appropriateness of the treatment is unknown, reporting this event out of an abundance of caution.